Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While adhesions are a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.

Event description:
Attorney reported: in 2007 - the pt underwent surgery for repair of an umbilical hernia with a bard ventralex small circle hernia patch mesh. In 2008 - the pt's condition worsened progressively, and the same day, the pt presented to a med ctr and it was found that there was a significant amount of adhesions and inflammation at the site of the hernia repair. Surgery was immediately necessary, and the pt underwent removal of his bard ventralex hernia patch. The pt has suffered and will continue to suffer physical pain and mental anguish.